Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the objective lens unit fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the objective lens unit. In addition, we confirmed that the insertion flexible tube (ift) buckled, and the segment disconnected segment rivet; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586 (image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.